Event description:
Tip of fast patch connector post broke off inside connector of physio control lifepak 10. This prevented user from getting solid connection. Although some arcing occurred within connector, pt was revived without further intervention. Concern is that bad connection could result in adverse event under different circumstances.